Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving three separate products.

Manufacturer narrative:
(B)(4). The additional information noted that the patient expired, but it did not specifically state a date of death. Therefore, no date was added. (B)(4). This is one of three device reports for this event. The associated MFR report numbers are: 1225714-2014-06423, 1225714-2014-06424 and 2937457-2014-01647. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted that the patient subsequently expired.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on or about (B)(6) 2011 after the use of the product.